Event description:
It was reported that during a vertical banded gastroplasty procedure, when cutting the stomach-intervention longitudinal gastroplasty after closing the clamp (at the fourth charger) for stapling tissue, the surgeon started the training of motorized blade. The blade does not cut properly the tissue, but creates a tearing of the tissue of the wall of the stomach without the gastric bag opening. The intervention was longer. Hemorrhage largest at the stapling line on the remaining stomach. There was a large hematoma. There was a risk of complications higher fistula. Unknown how case was completed. Surgery was prolonged.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned with the shrouds slightly separated and with an ecr60d cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. Event could not be confirmed as no malformed staples were noted during testing.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how long was the procedure prolonged? 15 min. How was the procedure completed? As usual, he had to change the stapler (get rid of this one and open a new one) and the reload and go on with the stapling of the stomach, even if the tissues were a little damaged. Was there any patient consequence as a result of the event? No. Was the post-operative care of the patient changed as a result of the event? No. Was there any other issue noted with staple line other than bleeding? Some staples were malformed. How much blood was lost (ml)? 0. Did the patient require a transfusion? No. What color cartridge was being used? Gold. Was buttressing material utilized? If so, which product? He did a suture with a vloc was the instrument fired across or near an existing staple line or clip? No. The instrument was fired in the continuity of the previous staple line but was not use on any staple or staple lines. Were any of the forces higher or lower than expected (closing or opening)? No.